Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the alarm received was error alarm. Alarm did not occur during the rewind sequence. Assisted customer in performing a self test and test failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed self-test alarm and high stop current due to faulty displayable history check failed on startup. Insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.